Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the stimulator was not functioning. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn (B)(4)) device evaluation indicated that the sc-1200 (sn (B)(4)) returned was analyzed and no anomalies was found.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the stimulator was not functioning. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.